Manufacturer narrative:
This report is submitted on november 06, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the implant magnet (specific date not reported). There are no plans to explant the device and to reimplant the patient with a new device as of the date of this report.